Manufacturer narrative:
Per the user guide: check that your connection between the cartridge tubing and the infusion set tubing is tight and secure. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not see insulin exiting the infusion set tubing during the fill tubing step. Customer's blood glucose level was 273 mg/dl. During troubleshooting with tandem technical support, the customer disconnected and reconnected the tubing from the pigtail cartridge. The customer was able to see insulin drips and insulin delivery was resumed.